Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the master tool manipulator (mtm) to perform failure analysis (fa). Fa was able to confirm but was not able to reproduce the customer reported complaint. In system logs, data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm 2 was installed onto a golden system where the component functioned as expected. The mtm 2 was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed. No faults could be identified. The event was confirmed based on the system logs review, but the issue was not replicated by the failure analysis team. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not replicated as failure analysis found no errors or faults during functional testing. The mtm was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon felt that the master tool manipulator (mtm) was heavier, and the instrument movements were ¿as if slowed.¿ there was no unexpected or unintended motion. The procedure was completed with surgeon side console #1. Isi has received the mtm for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the reported complaint. System logs show that the user disabled the right master tool manipulator (mtm), but then the user recovered from the recoverable fault. The fse replaced the mtm, and the system was tested and verified as ready for use. As of the date of this report, the mtm has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, there was movement issue with the right master tool manipulator (mtm). The site received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The tse confirmed error 25596 in the logs. The site disabled the right mtm. The procedure was completing as planned with no reported injury.